Event description:
I am reporting an adverse event involving a hydrocolloid bandage marketed as a fast-healing wound dressing (equate fast-healing hydrocolloid gel pad bandages, purchased from walmart). The product was applied to my child's skin to cover molluscum contagiosum lesions, consistent with typical use of hydrocolloid bandages and similar products we have safely used in the past from other brands. The bandage was applied for less than 8 hours. From the time of application, my child complained of pain and discomfort, which is unusual compared to prior experiences with similar bandages. Upon removal, despite attempting to remove the bandage slowly and carefully, the product adhered excessively to the skin. Removal resulted in, immediate severe pain, skin tearing/stripping (epidermal removal), a burn-like injury appearance, residual adhesive/gel material left on the skin. The affected area initially appeared as a rash and then quickly progressed into an open wound with visible skin damage. This reaction has never occurred with other hydrocolloid bandages previously used under similar conditions. This product appears to have caused an unexpected and significant skin injury my son under normal conditions of use. The level of adhesion and resulting skin damage raises concern about product safety, particularly for use on children or on already sensitive/compromised skin even though they advertise as safe for blisters , minor cuts, scrapes, etc, this is quite concerning because my childs pimple was like the one right next to that open wound and it escalated into that. This is not okay at all.